Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date that began following a supply change. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hyperglycemic event was caused by a failed infusion set or some other failure along the fluid pathway, resulting in insufficient insulin delivery.

Event description:
On 10/4/24 an ilet user's parent reported the user experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On 10/2/24, the user's parent reported that the user had a supply change in the morning and was running "mostly high" at school. After returning home, a manual fingerstick showed high bg levels. The parent changed the infusion site, and the user's levels began to decrease in the evening. However, on the morning of (B)(6) 2024, the user's bg levels were still elevated throughout the day. The parent decided to wait until after soccer practice, hoping physical activity would help lower the levels, but they remained high. An hour post-practice, with no improvement, the parent took the user to the ER, where they were admitted at 10 pm est. The user was released on (B)(6) 2024, after receiving IV fluids and manual insulin treatment for dehydration. The highest recorded blood glucose level during this event was 690 mg/dl. Ketone testing was performed, returning positive results. The user was released on (B)(6) 2024, after receiving IV fluids and manual insulin treatment for dehydration. The highest recorded blood glucose level during this event was 690 mg/dl. Ketone testing was performed, returning positive results. The user was using the convatec inset (23", 6mm) teflon infusion set.